Manufacturer narrative:
Information was received via (B)(4) study reporting multiple occurrences of instent restenosis of a 3.5x33 cypher stent in the mid right coronary artery. With additional investigation it was indicated that there was also a restenosis of a 3.5x18 cypher stent two and a half years post implantation. Two years prior to (B)(4) study enrollment the patient had a 3.5x33 cypher stent implanted in the mid right coronary artery (rca). Additionally a 3.5x18 cypher was implanted in the distal rca which demonstrated a patent 3.0x12 taxus express 2 which had been implanted three months early. Approximately six months post implantation an 80% restenosis of the 3.5x33 cypher stent in the mid rca was treated with balloon angioplasty. A diagnostic catheterization seven months later demonstrated a 50% stent restenosis without intervention; however eleven months later, at the time of the study index enrollment (almost two years post implantation of the cypher), the patient was admitted with stable angina and an 8mm 80% restenosis of the cypher in the mid rca. This was treated with predilation and a 3.5x8 cypher stent. The stent was post-dilated and there was no malfunction or angiographic complications with this stent. In the same procedure, a 2.5 x 12mm promus stent was successfully implanted in an 8mm long, 90% de novo stenosis 1st right postero-lateral branch. Additionally a 19mm 70% in-stent restenosis of a noncordis drug eluting stent in the mid circumflex artery was treated with a 2.5x23mm promus stent. There was no malfunction or angiographic complications with these stents. Approximately five months after the index procedure, the patient experienced angina. The event was reported to be severe and was treated with ptca. It was indicated as indicated as treatment of the target vessel but non-target lesion. Additional information reported that the lesion was an instent restenosis in the distal rca. It was reported as difficult to interpret which of the earlier stents (3.0x12 taxus or 3.5x18 cypher) restenosed. This restenosis was greater than 5mm from the 3.5x8 cypher stent placed during the index procedure and greater than 5mm from the 3.5x33 cypher placed prior to the index procedure. This patient medical history is significant for CABG, hypertension, hypothyroidism, pci performed in multiple vessels as well as in the same vessel, myocardial infarction, hypothyroidism, fibromyalgia, rheumatoid arthritis, and family history of coronary artery disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13362088 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information was requested to the coating site for coronary artery restenosis. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis include those long lesions and restenotic lesions. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no indication of a relationship of the events to the manufacturing process. Based on the available information it appears that patient and lesion characteristics may have contributed to the reported events. Therefore, no corrective actions will be taken at this time. This is one of two cypher stents implanted in the patient and used under manufacturing report numbers 3003742446-2011-00098 and 3003742446-2011-00173.

Manufacturer narrative:
Concomitant medical products: benazepril 20mg, hydrochlorthiazide 25mg, metoprolol 25mg, plavix 150mg ((B)(6) 2010) and plavix 75mg (start: (B)(6) 2010). This is one of two cypher stents implanted in the patient and used under manufacturer report number 3003742446-2011-00098. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B)(4) study indicated that approximately two years prior to the index procedure, the patient had a 3.5 x 33mm cypher stent implanted in the mid right coronary artery (rca) and a 3.5 x 18mm cypher implanted in the distal rca (a 3.0 x 12mm taxus express 2 implanted in the distal rca approximately 4 months earlier was patent during this intervention). Approximately five months after the index procedure, the patient had a revascularization at the target vessel, but non-target lesion, specifically, the distal rca. The ptca was greater than 5mm from the cypher stents in the mid rca. The lesion was an in-stent restenosis, but it is difficult to interpret which of the earlier stents re-stenosed. The event resolved without sequelae the following day. The event was reported to be unrelated to the index procedure and cypher stent.